Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), urinary tract infection ("uti"), autoimmune disorder ("autoimmune disorder ") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hyst. (Full)). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, genital haemorrhage, urinary tract infection, autoimmune disorder and post procedural complication outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2016 recieved treatment for: autoimmune disorder diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure device was successfully occluded. Result: total bilateral occlusion the fallopian tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pfs recieved. New events: uti, post procedural complication, gen. Abnormal bleeding, autoimmune disorder were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (hyst. (Full)). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2010: essure device was successfully occluded. Result: total bilateral occlusion. The fallopian tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: case category was updated from other event to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.